Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm halfunit 10bg 500 had scale marking issues before use. The following was reported by the initial reporter: "it was reported that the syringes are mismarked. Verbatim: follow up email received from consumer. She provided the lot #. Lot #: 0216756. Consumer's response to email: lot# iso 15223-1. Bd insulin syringes-ultra fine needed 3/10ml, 5/16 x 31g, product# 328440. Email: I purchased a box of your syringes off (B)(6). I check all syringes prior to using. The amount of mismarked syringes is absurd. This could be so dangerous, potentially fatal, for my diabetic kitty. Your quality control needs reevaluating."

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0216756 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm halfunit 10bg 500 had scale marking issues before use. The following was reported by the initial reporter: "it was reported that the syringes are mismarked. Verbatim: follow up email received from consumer. She provided the lot #. Lot #: 0216756. Consumer's response to email: lot# iso 15223-1. -bd insulin syringes-ultra fine needed 3/10ml, 5/16 x 31g. -product# 328440. Email: I purchased a box of your syringes off (B)(6). I check all syringes prior to using. The amount of mismarked syringes is absurd. This could be so dangerous, potentially fatal, for my diabetic kitty. Your quality control needs reevaluating."